Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure that the e-100 had a red led. The intuitive tech support engineer (tse) found no related errors in the system logs. The customer power cycled the e-100. The tse walked the customer through a e-100 reset by holding the power button for three seconds. The e-100 powered back on with an error. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis; however, the reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. The fa used vessel seal extend instrument with a saline dipped gauze in the jaws a fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.